Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference numbers: 1627487-2020-21105, 1627487-2020-21106, 1627487-2020-21108. It was reported that the patient experienced an infection at the lead site. As a result, the patient had the leads and anchors explanted and replaced. Effective therapy was confirmed and the infection is resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction h6 - patient code should be 2446 instead of 1930. Method code should be 3331 instead of 4112.